Event description:
On may 11, 2023, a clindex notification was received indicating that a severe complication occurred to a patient listed on the shoulder arthroplasty registry. This event is related to a revision surgery performed on (B)(6) 2023 due to subscapularis failure. The original procedure was performed on (B)(6) 2022. The revision surgery affected the outcome of the study the patient was a part of. No further information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.